Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracic wedge resection, while firing on lung parenchyma, whenever the device was clamped and fired, the staples didn't form a complete b formation. The doctor used suture to close the lung and staple lines. There were no patient consequences reported.

Manufacturer narrative:
(B)((4) batch # n5613h device evaluation summary: the analysis results showed that the tx60g device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Two partially formed staples were also received inside of a plastic bag.